Event description:
On (B)(6) 2013, the surgeon performed an si joint arthrodesis on the patient placing three ifuse implants. The patient complained of leg pain following the index surgery. It was determined that two of the implants were impinging on the nerve. On (B)(6) 2013, the surgeon performed a revision surgery where he removed two implants and replaced them both with shorter implants using the same holes. The patient's nerve pain resolved after the surgery.

Manufacturer narrative:
Based on the information provided, review of surgeon training didactic, certificates of analysis, IFU, certificates of analysis and fmea, there is no evidence that the device was out of specification. The most probable root cause is malpositioned implants. Part numbers, lot numbers, manufacturing dates and expiration dates: p/n 7055-90, lot# i0392, manufactured 08/08/13, expires 2018-03, p/n 7055-90, lot# i0506, manufactured 09/06/13, expires 2018-03, p/n 7060-90, lot# 157756, manufactured 06/14/13, expires 2018-06.